Event description:
In 2009, the pt reported he received an e4 (occlusion) error on his insulin infusion device. He disconnected from his infusion headset and primed through the tubing, but received another e4. He then disconnected his infusion tubing and primed without error. He said he has been disconnected from his infusion device for an hour before the report. He stated he has received occlusions with several shipments and lot numbers of infusion sets. He was sent a shorter tubing, but the occlusion today occurred while using it. He previously switched to his backup infusion device for 1 week, but the issue continued. He stated he is using a new bottle of insulin from a new lot, but the occlusions persist. Different type of infusion sets were discussed and samples were sent to the pt. At about 11 days later, the pt stated the e4's have decreased, but are still occuring. He has changed all accessories and his insulin. He stated his blood glucose has elevated up to "hi" with his target range being 80-120 mg/dl. Symptoms are dry mouth, fatigue and feeling sweaty and clammy. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device and infusion sets were replaced and requested to be returned for eval.